Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the respiratory therapist tried to set up the ventilator, it was not heating. The alleged issue occured prior to use on a patient.

Event description:
The customer reported that when the respiratory therapist tried to set up the ventilator, it was not heating. The alleged issue occured prior to use on a patient.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit did not pass leak testing and the current and line voltage requirements. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the complaint was confirmed. It was found that the thermal fuse was damaged. It was determined the root cause was not manufacturing related and was attributed to the user.